Manufacturer narrative:
Date sent: 09/24/2007. Info anticipated, but unavailable at this time. Add'l lot# d4hc70.

Event description:
It was reported that during a lap colectomy procedure, the device would not release from the duct. The surgeon opened the jaws manually, but the device shredded the vessel and the pt bled. Cautery was used to control the bleeding. Another device was used to complete the procedure. There was no pt consequence.